Event description:
Boston scientific received information that during a routine follow-up, the patient reported diaphragmatic stimulation. Investigation revealed that the right atrial (ra) lead had dislodged resulting in oversensing and loss of capture. X-ray confirmed a lead perforation with no pericardial effusion. As a result, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.